Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. This device has been used in the treatment or diagnosis of a patient. The customer reported the bravo capsule failed to attach. The reported condition was not confirmed. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach, the delivery system would not release the capsule. There was no harm to the patient and a scope was removed from the patient, they used a snare to retrieve the capsule, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, a scope was used for determining the placement of the capsule, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The delivery system and the capsule will not be returned for investigation.